Event description:
It was reported that during a da vinci si esophageal diverticulum repair procedure, the surgical staff indicated that the endowrist one vessel sealer instrument would not seal. The surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has been returned to isi for evaluation. However, at this time, the evaluation of the instrument has not been completed. The root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6), 2013. No system errors were found to have occurred during the planned surgical procedure. This complaint is being reported due to the following conclusion: the initial reporter claimed that the endowrist one vessel sealer instrument would not seal. However, there is no indication that a patient was harmed or injured because of the reported issue.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint that the vessel sealer instrument would not seal was not confirmed with the evaluation of the device. No physical damage was found on both proximal and distal ends of the instrument during visual inspection. The instrument blade was not exposed and the blade tract was clean. The instrument was checked for continuity, movement, and tested for cautery. The instrument passed electrical continuity testing. The instrument successfully passed a cautery test and moved intuitively in all directions. A wet paper towel was placed in between the instrument's grip-tips and smoke vapors were observed leaving the towel after energy was activated by stepping on the pedal at the surgeon side console (ssc). The instrument's grip force was also tested on instrument grips for three different articulations: reading 4.17 lbs (straight), 6.39 lbs (yaw), 5.86 lbs (pitch). The instrument grip in straight orientation was below minimum requirement of 4.25 lbs. The gap between the instrument jaws was verified at 0.005.